Event description:
Boston scientific received information that that this device declared a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times that were outside of the extended charge time limit for the device. The device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.